Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated left main coronary artery with one xience v stent and balloon angioplasty only in the saphenous vein graft (svg) and proximal right coronary artery (rca). The pt died on (B)(6) 2010 after having recently been diagnosed with metastatic lung cancer. The patient had declined treatment and expired a few weeks after the diagnosis. The patient's last known health status was in (B)(6) 2010 when the pt was scheduled for surgery to repair his abdominal aortic aneurysm (aaa) and a nuclear imaging study was found to be negative for ischemia. The imaging study was performed for the pre-operative testing. The patient did not undergo the aaa surgery. There was no add'l info provided.

Manufacturer narrative:
(B)(4); the IFU states: safety and effectiveness of the xience v stent have not been established for patients with lesions located in unprotected left main coronary artery. It is unlikely that the patient death is related to the use error or the xience v stent itself and may be related to the overall health and condition of the patient. (B)(4). There was no reported product deficiency. Death is listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.